Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) device: failure to follow steps/instructions. Per the instructions for use which states: relax the device and return the foot to its original closed position by pushing the lever (marker #4) down to the body of the device. Do not attempt to remove the device without closing the lever. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, there was difficulty with retracting the foot plate. The device was removed from the artery with the foot plate in the open position. A second proglide device was used with the same results. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.